Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported left side "patient has been suffering from lowering of the left breast as well as pulling and itchiness of the left breast. Bilateral device rupture was discovered intraoperatively. Patient worries about possible consequential and long-term damage since learning about the device recall. Device has been explanted.

Event description:
Patient representative reported left side "patient has been suffering from lowering of the left breast as well as pulling and itchiness of the left breast. Device rupture was discovered intraoperatively. Patient worries about possible consequential and long-term damage since learning about the device recall. The device has been explanted and replaced with another manufacturer's device.